Event description:
Information was received indicating that immediately on use, when the smiths medical cadd cassette reservoir was connected to the pump, the pump immediately exhibited an overpressure alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: four cadd cassette reservoir was returned for analysis in used conditions. One sample was received without spring and arm occlusion upon visual inspection. The four samples were then connected to a cadd legacy plus pump and observed to fully prime and connected without difficulty. Relevant documents and the manufacturing process were both reviewed and deemed adequate. Accuracy testing was then reviewed with no discrepancies noted. During review of the production floor, (B)(4) units were taken to verify for occlusions; no discrepancies observed. Based on the evidence, there was no fault found as the complaint was not confirmed.